Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (rep): regarding a patient who was implanted with an implantable neurostimulator for non-malignant pain and occipital neuralgia. It was reported that on (B)(6) 2018, during an ins replacement due to the ins reaching end of life (eol), the physician had removed the setscrews but the lead would not come out of the ins header block. No symptoms were reported. The hcp was eventually able to remove the lead from the ins header block, then had the technician wash the lead down with bacitracin in order to get the lead into the replacement ins. No further complications were reported or anticipated.

Manufacturer narrative:
Further review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(6). If information is provided in the future, a supplemental report will be issued.